Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was damaged. The customer¿s blood glucose level was unknown. The customer stated that there was a line in the middle of screen and the they could not see anything on the screen. The product will be return for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with cracked lcd window noted.